Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump was exposed to swimming pool water and then it was got off as well as had a hairline crack on it. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm unexpected battery power loss due to blank display. Device received with cracked battery tube thread and cracked case battery tube noted.